Manufacturer narrative:
The reporting practitioner did not collect the lenses from the patient and did not provide a lot number. Therefore, no product or lot evaluation could be performed. The practitioner indicated the event had an unknown etiology. Based on all information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A pt was seen in 2002 for anterior uveitis od - etiology unknown. Hcp prescribed pred-forte and homatropine and instructed to temporarily discontinue lens wear. At first follow-up visit two days later, treatment with pred-forte was decreased and continued. Pt was seen again the next four days and pred-forte was decreased and continued, lens wear was resumed. Treatment ended four days later.